Event description:
Whenthe contact was showing the pt how to use the microlet lancing device, she was stuck by the lancet. The contact stated the lancet "shot out" of the device when the cap was removed. The contact rec'd a needlestick from the used lancet. The lancing device was unintentionally discarded, so no product is avaiable for eval.